Event description:
This lead became dislodged; fluoroscopy showed that this lead was hanging on the rvot. The physician chose to explant this device and replace it with another lead. Should additional information become available, this file will be updated.